Manufacturer narrative:
.

Event description:
While the heartstart mrx defibrillator was at the philips bench for proactive fco implementation, the philips bench technician noted an etco2 module failure during opcheck. There was no patient involvement.